Event description:
It was reported that a possible problem with an implantable neurostimulator (ins) was suspected. It was stated that the patient had a past overdischarge situation and that it appeared that a second overdischarge had occurred. It was stated that this was one of the reasons for the ins replacement. It was noted that the patient was doing great with the therapy in the past but ¿reached a point where they didn¿t need it¿. It was stated that not charging the implant was believed to be the reason for the first overdischarge. It was noted that the patient had been having another procedure wednesday (B)(6) and it was decided that the patient would have a new ins put in at the same time. It was reported that during the replacement it ¿looked like the individual had twisted up the lead¿. It was stated that the ins may have been flipped. It was stated that all the electrode impedance readings were out of regulation (oor), >40,000 ohms. It was stated that the new battery was placed and the ins had not been interrogated since the procedure was completed. It was noted that the leads were placed in the header block in a regular fashion and attempted multiple (3-4) times. It was noted that there were no extensions registered to the patient. It was noted that the caller wanted to know if ¿bovee¿ (bovie cautery) use could have contributed to the high impedance readings. It was stated that the healthcare professional (hcp) using the bovee ¿gave him trouble with reading the system¿. It was stated that they ¿didn¿t know much about impedances and patient therapy before this replacement procedure¿ but that the manufacturer¿s representative had done impedances on the patient ¿not long ago¿ and noted that ¿not all pairs were oor, but a couple were¿. It was noted that the patient had a ¿propensity for flipping the device in the past¿ and that it may have contributed to the current issue (see manufacturer report #3004209178201104365).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Follow up information reported that the manufacturer¿s representative met with the patient yesterday where it was confirmed that all impedances were ¿out¿ and that they had no stimulation. A revision of the lead component of the ins system was planned. If additional information is received, a follow up report will be sent.